Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Ichiro nakagawa, hun soo park, masashi kotsugi, yudai morisaki, takeshi wada, shuta aketa, katsutoshi takayama, kenta fujimoto, jun deguchi, kimihiko kichikawa, hiroyuki nakase; operative neurosurgery; 2020; 19:76¿83; delayed intracranial parenchymal changes after aneurysmal coil embolization procedures for unruptured intracranial aneurysms; doi: 10.1093/ons/opz299 medtronic received information that patients who received treatment with axium coils had complications. This study investigated 305 consecutive patients who underwent coil embolization of unruptured intracranial aneurysms between 2015 and 2017. The 7 patients (2.3%) who showed delayed inflammatory changes were all women with a mean age of 59 yr. All were women. Three of those patients were treated with axium coils. Symptoms include left lower motor weakness, dizziness, left homonymous hemianopsia, and convulsion. One patient  experienced upper and lower limb weakness on the right side and visited the hospital. On head MRI demonstrated multiple white matter lesions were found. Another patient had multiple parenchymal lesions observed at the brainstem, bilateral cerebellar hemispheres, and around the corticome dullary junction of the left occipital lobe. Reaction to foreign body granulomas were suspected.

Event description:
Additional information received reported that none of the reported adverse events were caused by the axium coils. In case 1 there was leukoencephalopathy of allergic reaction due to nitinol, the material of enterprise stent. In case 6 and case 7, the use of the triple coaxial system complicated catheter operation. Leukoencephalopathy was due to peeling of the hydrophilic coating on the catheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.